Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 527mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 207mg/dl and the sensor glucose was 49mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer received a change sensor alert after a calibration not accepted. Customer declined troubleshoot for high blood glucose and treated with insulin pump. Product will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.